Event description:
It was reported that the patient underwent a spinal procedure to implant posterior fixation at t10-t11 and l1-l2. The rod broke at unknown time post op. The secondary surgery was performed approximately 20 months post op to remove all implants. The patient reportedly was doing well post the secondary surgery.

Manufacturer narrative:
(B) (4). This part is not approved for use in the united states; however, a like device catalog #855-012, 510k #k981676 was cleared in the united states. Neither device nor film of applicable imaging studies was returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.